Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. The arctic sun 5000 was evaluated upon receipt. The unit was primed to fill during decon. Device would not fill. Circulation pump was replaced. Flow meter during post repair due to low flow in bypass mode did not meet manufacturer specifications. Flow meter was replaced. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated that they received the loaner arctic sun device, and it would not fill, no suction at left port. Per follow up information received via task on 31mar2025, sample has been received for repair. No patient involved at the time of the malfunction. Per additional information updated based on evaluation on 23jun2025, flow meter being replaced post repair due to low flow in bypass mode not meeting manufacturer specifications.